Event description:
A pump was reported to have issued an altitude alarm, which did not adversely affect the customer's blood glucose level. The customer's insulin had been suspended, but technical support instructed them to clean the speaker holes and reconnect the cartridge, which resolved the issue. The pump resumed normal operation, and technical support provided tips for preventing future altitude alarms.